Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between july 06, 2025 and september 09, 2025 recorded the stable pacing impedance around 500 ohms and the slightly varying shock impedance around 50 ohms. The analysis of the provided iegm episodes no. 10947 from september 08, 2025 and no. 10967 from september 09, 2025 revealed artifacts on the atrial channel leading to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Noise seen on atrial dx channel. No hmsc data and discussed possible lead integrity concern. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.